Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that during preparation for procedure scheduled the following day, the multi-loc screwdriver holds the screw too tightly. It is very difficult to disengage the screw from the driver. There was no patient involvement with this screwdriver.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed that the device was returned with the locking core shaft missing. No complete investigation is possible as no function test can be made without the locking core shaft as the core shaft cannot be measured. The relevant dimensions of the tip were measured and found within the specification. This complaint is indeterminate from a manufacturing standpoint as the core is missing. Based on the condition of the returned device and the evaluation, the complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.